Event description:
It was reported that the patient was not being able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon and had a power on reset (por) condition. The patient was seeing a por screen and started seeing this today as they just got home from surgery today. The surgery was to replace the stimulator battery. It was further reported that the patient recovered without permanent impairment. The patient was doing great and everything was working well after.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v672425, implanted: (B)(6) 2011, product type lead. (B)(4).